Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Brand name: unknown, not provided. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. Initial reporter address: unknown, not provided. Initial reporter phone number: unknown, not provided. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a physician is planning to explant a symfony intraocular lens on (B)(6) 2018. The reason for explant has not been provided. Additional information has been requested.

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. A manufacturing record review could not be performed as no serial number was provided. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.